Event description:
It was reported that a symptomatic patient presented in emergency department feeling unwell. Chest x-ray revealed that the atrial lead was dislodged. The lead was explanted and replaced successfully on (B)(6) 2014. The patient was in stable and good condition post procedure.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.